Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ; product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they could not charge up the implant. Patient said the issue started several weeks ago and patient was able to get charging to work by resetting controller, but today they couldn't charge at all. Patient said the controller battery was at 70% and the implant was at 50%. Patient said they would get several different messages, and one message said to call medtronic immediately with "sr40". Patient said they'd get excellent and controller battery would deplete but implant battery wouldn't increase. Patient also said when trying to charge, the recharger got very very warm where the cord entered the paddle. Patient inspected controller port as well but didn't see any damage. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type recharger was returned and analysis results shows that intermittent no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.